Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was out of calibration at the 0 and 10 readings. The vespel sleeve bearings were replaced to resolve the reported issue and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Event description:
It was reported that during surgery the device was not cutting correctly. There was no harm or impact to the patient. Due diligence is complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). E1 phone number: (B)(6). G2 foreign: great britain. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.